Event description:
Distal tip of guidewire broke off prior to cardiac catheterization without manipulation. Artery perforated when second guidewire was introduced to attempt to snare tip. Surgery required.